Manufacturer narrative:
Suspected registration issues and stability of the pt sensor triplets (pst) when reading the location guide (lg). Replaced lg and instructed user on sdbs procedures steps and discussed stability during registration and loading of the sys. There were no consequences to the pt.